Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. Set the idrive device and checked the jaws opening and closing. Then the surgeon clamped the rectum and tried to fire. However, the device did not work. The status indicators were illuminated blue. Replaced by a new battery. However, the jaws could not open, released the device from the tissue with the jaws closed. These was no damage to the tissue. To complete the procedure, replaced with a new handle. The surgical time was extended by more than thirty minutes.